Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that 2 blades broke during a case. It was further reported that the procedure was completed successfully. There was no adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that 2 blades broke during a case. It was further reported that the procedure was completed successfully. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The cutting accessories originally reported under this MDR were not returned. During the evaluation of the originally listed concomitant device ((B)(4) sabo 2 sag saw), the reported event of the device breaking blades was not able to be confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the link with fins in the sag head was broken, which can lead to the reported event and can be caused by a material fatigue issue or impact. Associated cutting accessories (unknown ins blade) is now listed as the concomitant device.